Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that the asymptomatic patient's implantable cardioverter defibrillator exhibited far r-wave oversensing causing a mode switch. Upon review, right ventricular lead problem was suspected to be the cause. Chest x-ray was discussed. No intervention was performed. Patient will continue to be monitored.